Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history: part: 04.214.116s, lot: l237470, manufacturing site: grenchen, supplier: release to warehouse date: 19.dec.2016, expiry date: 01.dec.2026. The device history record shows this lot of 60 pieces was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material was reviewed and the used material was according to specification for implants for surgery. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. Investigation summary investigation selection: investigation site: zuchwil, selected flow: 5. Broken. Visual inspection: the received screw was found broken, between the screw head and the screw shaft. Furthermore, there are several mechanical damages visible on the surface. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Material review: the raw material was reviewed and the used material was according to specification for implants for surgery. Summary: our investigation has shown that the complaint condition for the received screw is confirmed. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing. We are not able to determine the exact cause of this occurrence due to missing detailed clinical information. We suppose that a mechanical overload situation during use could lead to the breakage. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hrs. (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2018, the patient underwent an open reduction internal fixation with variable angle (va) locking hand system for the fifth metatarsal bone fracture. When inserting the self-tapping cortex screw, the screw broke two millimeters under the screw head. Since the bone was thin, the surgeon decided to use variable angle (va) hand instead of variable angle (va) foot. After the surgeon drilled the bone with an unknown drill bit through an unknown plate, the surgeon tried to insert the self-tapping cortex screw. Though the surgeon felt that the bone was hard at that time, the surgeon continued insertion of the screw. However, when two third of the screw was inserted, the screw broke two millimeters under the screw head. The surgeon shaved the bone around the screw using an unknown kirschner wire (k-wire) and removed the broken piece. Then, the surgeon re-drilled the bone with the drill bit and slightly widened the hole using a k-wire. Then, a screw was inserted properly. The surgery was completed with a thirty (30) minute surgical delay due to the reported event. There was no patient outcome reported. Concomitant devices reported: drill bit (part/lot unknown, quantity 1). Plate (part/lot unknown, quantity 1). K-wire (part/lot unknown, quantity 1). This report is for a self-tapping cortex screw. This is report 1 of 1 for (B)(4).